Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, bumpy, and itchy hives from the lifevest. The patient reported that she has a metal allergy and since wearing the lifevest, she has had a skin irritation. The patient's physician advised her to remove the lifevest, due to her metal allergy and skin irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation and hives have improved since removing the lifevest, taking benadryl, and applying calamine lotion to her skin.